Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the root cause for the reported issue of false air-in-line alarms was not determined because no products or device logs were returned.

Event description:
It was reported that there was a general complaint that the pump module alarmed for air-in line when air was not visible in the infusion line. This was reported to bd representatives during an on-site visit. There was patient involvement but no harm.

Event description:
It was reported that there was a general complaint that the pump module alarmed for air-in line when air was not visible in the infusion line. This was reported to bd representatives during an on-site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.